Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while suctioning with the flex video scope, a polyp became stuck in the tube and could not be removed/ sucked out. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the suggested event likely occurred due to deformation of the tube. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d6a, d6b, d8, h2,h3, h6,h11.

Event description:
No additional information received from customer.